Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided. Age at time of the event unknown / not provided. Gender unknown / not provided. Patient weight unknown / not provided. Brand name unknown / provided. Additional device information unknown / not provided. Reporter name and address unknown / not provided. Premarket identification unknown / not provided. Device manufacturer date unknown / not provided. Since the lot number and device will not be returned , identifying a definitive root cause will not be possible. Should additional information be received which indicated that the device may have caused or contributed to the event, an additional report would be submitted. Product not returned.

Event description:
The doctor reports that during surgery, the driver does not engage the implant correctly and falls out. The affected dental position is unknown. The doctor reports in the per that the procedure was concluded with the use of another implant. The doctor also reports that the patient did not suffer any health issues as a consequence of the event.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4).it was reported that the driver does not engage the implant correctly and falls out. Zimvie received one implant for evaluation. Zimvie did not receive one unknown biomet driver. A visual evaluation and functional test were performed, the implant exhibited signs of use. The implant engaged and disengaged with an in-house driver. This complaint refers to the unknown biomet driver. DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product is not available. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product.a complaint history review by item number was conducted for the unknown biomet driver dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/product holds for the reported product for similar event. Review completed utilizing keywords: ¿dental : functional : does not assemble¿. The customer did not submit images for the reported event. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was missing or confusing instructions for use, debris interference on driver, or the driver unable to retain product.therefore, based on the available information, a device malfunction was not established. Without device receipt, the reported event is non-verifiable.no further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.at this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.